Manufacturer narrative:
The device was returned and investigated. The reported issue of clip open ¿ efaa [establish final arm angle] could not be confirmed via returned device analysis. The discrepancy between what was reported (clip open ¿ efaa) and what was observed (clip held final arm angle) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis, and the noted internal damage to the actuator assembly. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open -efaa) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This is filed for clip opening while establishing final arm angle. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the patient anatomy. During establish final arm angle (efaa) testing, the clip opened. The clip was re-closed and efaa was tried a second time; the clip opened. The decision was made to not use the clip delivery system (cds). The cds was removed without issue. The procedure continued with implantation of two clips, reducing the mitral regurgitation (mr) from grade 4 to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.